Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a single high out of range shock impedance measurements. The device is implanted with a single coil lead. Boston scientific technical services (ts) discussed continued monitoring. No adverse patient effects were reported.